Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible deflation"

Event description:
Patient reported left side "rippling," "possible deflation," and "pain." Additionally reported were "shortness of breath," "copd," and "fatigue" which have been deemed not related to the device. Device remains implanted.